Event description:
A malfunction alarm on the customer's pump was reported, but there was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who provided information and assistance to reset the pump, as the malfunction code was resettable. After the reset, the pump functioned correctly, and the same malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.